Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer's blood glucose level was 198 mg/dl. Customer stated that he had changed the battery yesterday and received the alarm today. Customer stated that the batteries were not out of the pump greater than the duration allowed by the pump. Customer tested with a new a battery and the pump had a battery out limit alarm. Customer was assisted with clearing the alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected battery out limit alarm noted. The insulin pump had minor scratched display window.